Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 89 mg/dl and 157 mg/dl. Customer stated she did not feel good and was showing signs of low blood sugar with the readings, but was able to self-treat by eating and continuing normal food intake and exercise the rest of the day, when she started to feel better. Customer said she skipped one dosage of lantus because of the readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.